Event description:
It was reported that the plastic tabs inside the trial broke off. All pieces were recovered. No delay or injury reported. A backup device was available.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. Two of the holding tabs, inside the device, fractured off and were not returned. The device has some deep gouges on the bottom flat, just above the fractured area. The device exhibits signs of extensive wear/usage. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.